Event description:
The alaris pump was infusing tpn on a nicu infant at 5.4 milliliters per hour. The tpn bag contained 130 ml and was hung at 16:43. Later that evening at the 21:30 check, the tpn bag was empty. The infant's blood sugar was elevated when checked.